Manufacturer narrative:
Reporter occupation: synthes employee . Patient ref. # (B)(4). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a hardware removal due to the tie of the zipfix was broken. Broken zipfix appeared to be a result of being cut too short. The patient was originally implanted with a sternal zipfix system on an unknown date. The reporter commented that the broken zipfix appeared to be the result of being cut too short. There was no negative impact to the patient and the sternotomy had already fully healed. Procedure outcome were unknown. No consequences for the patient. This report is for 1 of 1 for (B)(4).